Manufacturer narrative:
(B)(6). Date of post-operative infection development is unknown. This report is for an unknown exfix. Part and lot numbers are unknown; UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was initially treated on (B)(6) 2018 with external fixator application and four compartment fasciotomy and wound vac. Irrigation and debridement was done on (B)(6) 2018 again. Planned external fixator removal for definitive open reduction internal fixation was performed on (B)(6) 2018 and the patient was implanted with plates and screws. On (B)(6) 2018, the irrigation and drainage of the wound was performed. Hardware was not removed. Surgeon treating patient conservatively at present. Surgeon has stated patient is non-compliant due to mental status and has urinated on wounds. The patient returned to surgery again on (B)(6) 2018 for hardware removal due to infection. This time hardware was removed in its entirety/lateral and medial sides. All hardware was intact. Patient was debrided and a new 4.5 locking compression plate (lcp) of the proximal tibia was inserted on lateral side. Wound vacs were applied to both sides. Surgery was completed successfully and the patient was stable. This report is for an unknown exfix. This is report 5 of 5 for complaint (B)(4).